Manufacturer narrative:
On (B)(6) 2025 customer called in with the following concern: patient reporting pump battery life is diminishing, belt clip holder on pump is broken. Rejects new batteries, with unexplained insulin flow blocked and button stuck alarms, rainbowing display and pump loses up to an hour at a time. Cgm it is taking longer, up to 15 minutes to connect with pump. P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was set to current date and time. Unit was monitored for 24 hours. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 15:08:00 faster than expected at 4.36 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit also passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms or stuck keypad alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complaint codes. Unit functioning properly. Unit was programmed with test guardian 3 link with test plug simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. The following cosmetic damages were noted: stained keypad overlay, cracked keypad overlay, label damage (faded), broken belt clip rails, battery tube threads - cracked, cracked case (battery tube), missing display window/cover, scratched case and pillowing keypad overlay. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed when cracked belt clip rails were noted. In addition, customer's allegations of insulin flow block, rainbow discoloration or keypad anomaly were not confirmed. Unit communication with link 3 were within time gap. No time change noted during testing. No anomalies noted. However, due to battery anomaly isolate to electronic assemblies. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump battery life is diminished, and it is going through batteries every 4 days. The customer mentioned that the belt clip holder on the pump is broken. The customer observed that the pump rejects new batteries, gives unexplained insulin flow blocked and button stuck alarms. The customer stated that the rainbowing sometimes makes it hard to read the display, and the pump loses connection up to an hour at a time. The customer reported no adverse event. The event involved product(s) mmt-7841zn, unomedical, acc-1601, mmt-1884, unk_disposables, and unk_sensor. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime, battery failed alarm, loss of communication, and keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, unomedical, acc-1601, mmt-1884, unk_disposables, and unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.